Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lead was a possible fracture in lead and the patient felt burning at the ins site. The cause was not known the manufacturer representative (rep) tried reprogramming prior to lead removal. Removed 0-7 lead causing b urning at battery site and all electrodes were over 40k. New lead and new ipg and no issues. The issue was resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.